Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no audio output on the receiver and an adverse event. The patient's mother woke up and saw the patient showing pre-seizure symptoms. The patient's mother stated that the patient was shaky and disoriented. She noticed that the dexcom continuous glucose monitor (cgm) was showing a reading of 41mg/dl and gave the patient two juice boxes. It was indicated that the patient's mother alleged that the event was caused by the receiver not having any audio. At the time of contact, the patient was doing fine. No additional patient or event information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and was able to boot. A review of the downloaded data log did not find any errors related to the customer complaint. A try it fixed low test was performed and the test failed. Functional testing was performed and the test failed. The receiver was opened for further evaluation. A visual interior inspection was performed and the inspection passed. An audio test was perfomed with the global receiver communicaiton tool and the test failed. The speaker resistance was measured and the measurement failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.